Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: the blue sureform 60 reload underwent failure analysis (fa) and was found to have the knife exposed within the knife track, despite having all the pushers present at the bed surface of the cartridge. The knife edge also did not appear to reach the distal end of the cartridge. Common causes of the failure mode exposed component reloads are typically attributed to mishandling/misuse. Example: firing across a staple line or other obstructions. Additionally, lodged staples were found within the shuttle track and obstructing the knife edge path; root cause is attributed to mishandling/misuse. No engagement failures were recorded as well at the site. Procedure logs confirm no firing failures were logged. This is likely due to the shuttle progress being far enough to deploy all staples. Upon return, this reload was observed to have all pushers at the reload surface, indicating all staples had been deployed. However, logs show max firing force on the 6th fire with a blue reload was 700n, which is at the threshold torque level. This indicates extreme resistance, further evidenced by the condition of the reload. Inspection confirms lodged staples are wrapped around the front of the blade. Dried bio debris was also observed to be caught among the staples and was entwined with the blade. Staples and debris were removed so that reload could be disassembled. Cartridge damage was observed proximal to the blade stopping point, indicating staples were likely dragged for a period of time before the blade came to a stop. The blade was found to be dislodged from the knife seat of the shuttle, indicating firing across an obstruction. Microscopic inspection of knife cutting edge revealed severe damage with multiple large indentations down the length of the knife. Damage observed is indicative of firing across a previous staple line and is attributed to the misuse. Note: refer to medwatch reports (MDR) with patient identifier (B)(6) for MDR submission of the sureform 60 instrument malfunction identified during fa.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and incomplete staple line cannot be determined. The customer confirmed the product is not available for return. A follow-up MDR will be submitted if additional information is obtained. There were two staplers used during this event. The logs show part number the first sureform 60 stapler instrument (part #480460-09, lot #l10220713-0118) was installed on the system 6 times and fired 6 reloads (1 green, followed by 5 blue). There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. All installations had one completed clamp, followed by the firing. There was 1 pause for compression on firings 2 and 3, with all other firings completed with no pauses for compression. Next, the logs show part number a second sureform 60 stapler instrument (part #480460-09, lot # l10220630-0381) was installed on the system 2 times and fired 1 blue reload. On installation 1 there was no clamping or firing attempted. On install 2, the system prompted the user to select the reload color via the guided user interface (gui) on the surgeon side console (ssc) touchpad, as the reload had not been fired on the previous install. The blue reload was selected and clamping and firing were both completed successfully with 1 pause for compression during the firing. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There are no system log errors identified that would have caused or contributed to the reported event. This complaint is being reported due to the following conclusion: for an unknown reason, a sureform 60 instrument was fired using a blue sureform 60 reload and resulted in malformed staples and torn tissue. The surgeon cleared the malformed stapled and a back-up stapler was required to repair the staple line.

Event description:
On 10-mar-2023, intuitive surgical, inc. (Isi) received FDA MDR report #mw5115270 stating: "during case of robotic laparoscopic sleeve gastrectomy, robotic stapler did not completely fire. Result was an incomplete closure of tissue that was cut. Stapler was replaced and wound closed." Through follow up with the customer it was clarified that while using a sureform 60 instrument with a blue sureform 60 reload, the stapler malfunctioned by grabbing and tearing the tissue as well as applying malformed staples. The surgeon cleared the malformed staples and used a back-up stapler to repair the staple line. The estimated blood loss was 5 ml and the procedure was completed robotically.